Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of a 29mm sapien 3 valve, in the aortic position by transfemoral approach. The patient had a large annular area of 800mm2 and the decision was to implant a 29mm sapien 3 with +10cc overfill. Post-deployment, it was seen that there was a movement of the valve towards the ventricle. It was planned to post-dilate with a 30mm balloon but, unfortunately, the sapien 3 valve embolized into the left ventricle and towards the left-ventricular assist device (lvad) inlet cannula. The patient was returned to ICU under sedation and expired on pod10 due to organ failure. It was a known off-label indication for a high-risk patient, which the clinical team felt had no other option available. The clinical perspective was that there was not enough calcium anchoring of the valve due to low levels of leaflet calcification and large annulus area. This was further complicated due to the flow changes of an lvad system in place, causing ventricular embolization of the valve.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: liner fully expanded as designed. Distal tip torn radially along distal edge of liner with stretching present around tear. The distal tip did not open along the axial score line. All score lines were present. Scratch observed near distal tip. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints sheath distal tip torn and resistance between system components were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''upon exit of the esheath there was 'a jump' and what looked like a split of the distal end of the 16f esheath.'' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, follow up information provides that the ''patient had mild/moderate degree of vessel calcification and tortuosity.'' Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can create a constrained condition at the sheath distal tip. Furthermore, tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. However, a definitive root cause was unable to be determined. A pra was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.